Event description:
It was reported that the downstream occlusion (dso) sensor had failed. The event occurred during testing. The investigation found that the dso sensor was nonreactive.

Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The reported complaint was confirmed. The dso sensor was nonreactive. Replaced the downstream occlusion sensor, bezel and seal. The device passed all functional testing after the repairs. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.